Event description:
It was reported that the pt's physician was performing a stage 1 spinal cord stimulation procedure on the pt. During the surgery, the physician made several attempts to steer the lead into the correct position. The physician also changed the stylets. It was then noticed that the side of the lead had been sheared. It was suggested that this could have been caused by the epidural needle during the lead insertion/removal. A new lead pack was opened and the procedure was continued without further difficulty noted. The pt's outcome was noted to be "as normal". No further details or pt symptoms were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).